Event description:
The healthcare professional reported that during an angioplasty procedure, the 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800 / 9924736) was advanced to the target position and stent release was initiated, but the distal markers on the stent were converged and could not be opened. The physician removed the stent and the associated 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) from the patient and tried to retract the stent from the microcatheter, but the stent component was detached from the delivery wire after it was out of the microcatheter. The physician replaced the stent with a new device and completed the procedure using the same microcatheter. There was no report of any negative impact on the patient. On 01-jul-2026, additional information was received. The information indicated the angioplasty procedure was targeting the middle cerebral artery (mca). There were no vessel factors that may have contributed to the incomplete expansion of the stent. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch of the stent had not been checked to see if it was within acceptable criteria. An adequate continuous flush was maintained through the microcatheter. There was no resistance during the advancement of the stent. The stent / stent delivery system did not appear damaged when it was removed from the patient. Per the information, the replacement stent was not another 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800). The information confirmed there was no negative impact on the patient and no delay to the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9924736. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.